Manufacturer narrative:
This report is being filed to provide in investigation: a review of the device history record (DHR) for this unit showed no irregularitiesduring manufacturing that were relevant to this issue.according to therapeutic apheresis: a physician's handbook, adverse events occur duringtherapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated withapheresis is ususally well tolerated. Symptoms often show as parasethesia (tingling) but patientsmay also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severehypocalcemia may also cause muscle contractions and can progress to tetany and seizures ifhypocalcemia escalates and is not corrected.investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide in investigation: the run data file (rdf) was analyzed for this event. No definitive root cause forthe reported adverse event could be identified from the rdf associated with this procedure.the system operated as intended and the procedure was run within standard operating limits (i.e.not in ¿caution status¿).there were 14 ¿inlet pressure was too low¿ alarms in the procedure and it lasted from 08:24-15:52, which means the patient was connected for more than 7 and a half hours. 1008ml of acwas delivered to the patient over the course of the procedure.access alarms alone are not known to cause adverse events but the excessive occurrence ofthem points toward issues with the patient access. The most common source of inlet pressurealarms is when the inlet flow rate is set too high for the given patient access, the patient access isoccluded/blocked, or the patient access is not properly positioned.throughout the procedure the ac was returned at 0.8ml/min/ltbv to the patients. Nopotential sources of a patient reaction were identified.root cause: a definitive root cause for the donor's reaction could not be determined. Possiblecauses include, but are not limited to ac management during the procedure, the length of theprocedure, and/or donor sensitivity to anticoagulant.

Manufacturer narrative:
Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that while undergoing continous mononuclear cell (cmnc) collection on spectra optia, the gcsf mobilized donor experienced severe anaphylactic reaction with tetany, shivering, raised bp and fever. The donor also had tachycardia with heart beat rate at 150/min. Per physician's order, donor was administered calcium gluconate (IV), magnesium sulfate (IV), paracetamol (IV)and avil (IV) intravenously to manage the symptoms caused as a result of a reaction. Per customer the donor is reported as 'recovered' and in the stable condition. Full donor identifier (ID) : (B)(6). The spectra optia idl set is not available for return because it was discarded by the customer.